Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the interface pcb assembly and after observing proper operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report their device intermittently would lock up when powered on. There was no patient use associated with this event. The device may not be able to deliver defibrillation energy if needed.